Event description:
Customer reported running a blood test within the last two weeks and device result = greater than 600 mg/dl. Customer stated not thinking the result was correct and went to the doctor. Doctor device = 62 mg/dl. Doctor reduced insulin. Device was not coded correctly. Control information was not provided. A request was made for return product and replacement product was sent.